Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, the customer's fill tubing sequence was taking more insulin than previous fill tubing sequences and insulin was not observed to be dripping out of the tubing. Customer's blood glucose level was 495 mg/dl. The customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.